Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller stated the center of the bed was sinking in and the center frame was dipping in.